Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the physician could not deploy a single band when the handle was rotated. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device was provided by the complainant showing the bands were moved out on the tip of the ligator head and had overlapped.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1 (initial reporter address): (B)(6). Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation results. The returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the handle assembly and ligator head were returned with the device. It was also noted that the trip wire was unloaded from the handle assembly and it did not return. The handle assembly did not present marks of the trip wire being secured. The ligator head returned with all the bands attached and some of them were overlapped and were moved out to their original positions. Further inspection shows that the ligator head teeth were found damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other issues with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle slot. Not securing the trip wire in the handle slot could have caused the trip wire to slip through the handle assembly and cause an improper deployment of bands. This can cause more tension on the device resulting in damage to the ligator head teeth. Therefore, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the physician could not deploy a single band when the handle was rotated. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device was provided by the complainant showing the bands were moved out on the tip of the ligator head and had overlapped.